Manufacturer narrative:
The device is expected to be returned for evaluation, it has not been received. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.

Event description:
Device malfunction: difficult to remove, vessel locator wings broke. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device, attempted arteriotomy closure in the common iliac artery, after an interventional procedure. Reportedly, after clip deployment, it was difficult to remove and it required force. It was noticed after the device was removed, that the vessel locator wings were broken. Hemostasis was achieved with manual compression. There were no reported adverse patient sequelae. Though requested, no additional information was available.